Event description:
A pt is claiming that following an impression with impregum penta soft, a piece was swallowed. Perforation of the bowel (perforated diverticulum) then occurred and reportedly a piece of purple/grey rubbery material was found near the site of the perforation. The incident happened in 2001. The first time a 3m espe employee has heard of this incident was on august 23, 2005. The information that is currently available is: the perforation was recognised by exploratory surgery. A large section of the patient's bowel had to be removed and a colostomy was undertaken. A piece of material was found near the perforation. The piece in question was about 10 mm in size. After chemical analysis, the analyst claimed there was a 95% chance of it being impregum. Details of the procedure and circumstances of the treatment are not available to 3m espe.